Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 4.1, lab: 1.8; date: (B)(6)2009, inratio: 6.6, lab: 4.4.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 6.6, reference: 4.4, mean: 5.50, confidence limits: unable ot determine. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 4.1, reference: 1.8, mean: 2.95, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Returned unit (B)(4) has been investigated. Strip lot #080818b expired on dec 2009. Reference previous investigation on lot #080818b and it revealed no discrepant results on both in-house and referenced meters. Strip lot #214538 was utilized instead on accuracy test. Retained lot #214538 met the accuracy criteria. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot #214538 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Replication testing with returned meter did not reproduce customer's observation. Meter deficiency was not established. There is insufficient info to determine customer's test discrepancy. Trend analysis is not required - strip lot #080818 expired on the last day of dec 2009. Corrective action not required.